Manufacturer narrative:
Please be aware that this report has originally been submitted on 10/17/2017.

Event description:
It was reported that post tka patient developed an oral infection, was doing fine until knee infection developed also. Femoral, tibial and patella components have been removed, and replaced with biomet cement spacers.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).